Event description:
Event as reported: bags are leaking at the filter. No patient injury occurred as a result of this complaint.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn. Upon receipt of the device, investigation will be completed and follow up submitted. No clinical injury to the patient.